Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell 1 found defective as a result of mishandling as it was verified by the physical damage to the front enclosure of the platform during the visual inspection. The load cell and the front enclosure were replaced to address the reported complaint and the physical damage. In addition, during the visual inspection, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear for the age of the device. Deburring of the clutch plate was performed to remedy the encoder drive shaft issue. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Also, unrelated to the reported issue, observed intermittent communication to the processor board over the infrared port (ir) likely due to normal wear and tear. The processor board was replaced to remedy the problem. The returned platform was manufactured in june 2015 and it is nearing expected serviceable life of 5 years. Review of the archive data indicated error message user advisory (ua) 07 on the customer reported event date. Additionally, archive show the presence of user advisory (ua) 02 (compression tracking error) message as it is related to the defective load cell issue. Following the repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform sn (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown when the reported issue occurred. No additional information was provided. No consequences or impact to patient.